Event description:
Received information which stated during the implant procedure the physician removed the stylet from the lead and was then unable to re-insert it back into the lead. A new lead was used.

Manufacturer narrative:
(B)(4).